Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke during surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information, which was incorrect at the time of follow up-1. Visual inspection of the returned tibial articular surface provisional(tasp) has fractured on the lateral side of the post . This device is used for treatment. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice . Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. The complaint is considered confirmed as the returned device was fractured. The likely condition of the part when it left zb control is considered conforming based on the product's field age of more than 3 years and the DHR review.

Event description:
Tasp was discovered to have been broken after it was cleaned in decontamination.